Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of difficulty removing the guidewire was inconclusive due to the sample condition. A photograph of the implicated pink hub introducer needle was returned for evaluation. Red residual material was seen within the needle hub, indicating that the device had been used. The packaging sheath had been placed back over the needle cannula. As the protective sheath was over the needle, it could not be determined if the needle bevel contained any damage. No photographs were returned of the implicated guidewire; therefore, it could not be determined if the guidewire contained kinks, bends, breaks, or displaced coils. Functional testing, microscopic observation, and dimensional analysis could not be conducted without a physical sample. A review of the manufacture quality and inspection records for the specific lot involved found no potentially related issues encountered during the manufacture and assembly of that product lot. As the submitted photograph did not contain enough information to confirm the event or identify a specific root cause, this complaint will be recorded as inconclusive at this time. Possible contributing factors for difficult guidewire removal could include the product dimensions, damage to either the guidewire or the needle, residual material caught in the needle between the guidewire and cannula walls, and/or withdrawal of the guidewire against the needle bevel. Normal movement of the guidewire is away from the sharpened bevel of the needle. If the guidewire direction is reversed, the guidewire is then pulled against the sharpened edge of the needle bevel and can cause shearing damage of the wire and/or cause the wire to become stuck within the needle. H3 other text: evaluation findings are in section h11.

Event description:
It was reported that this patient had the short dialysis catheter placed on (B)(6) 2023. After the penetration was completed, the guide wire could not be removed normally. A new catheter was inserted in this patient eventually. No other information was provided.

Manufacturer narrative:
The manufacturer has received the sample and is pending evaluation. Results are expected soon.

Event description:
It was reported that this patient had the short dialysis catheter placed on (B)(6) 2023. After the penetration was completed, the guide wire could not be removed normally. A new catheter was inserted in this patient eventually. No other information was provided.